Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 182779: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a tha on the (B)(6) 2019. On the (B)(6) 2019 the surgeon discovered a peri-prosthetic femur fracture. On the (B)(6) 2019 the patient was operated to fix the fracture with a plate and cables. The surgery was completed successfully.